Manufacturer narrative:
Reported event of generator displays system fault error. According to the complainant, the suspect device has been retained and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the system fault light was on. It was reported that they could not set output power, output display number would change to "00" and the system fault indicator was illuminated. It is unknown how the procedure was completed, but it was reported that there was no patient injury. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.